Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge change error message occurred during the load process. Customer's blood glucose level was 385mg/dl. Reportedly, the customer successfully loaded a cartridge and continued to use the pump for insulin therapy.